Event description:
It was reported that this right ventricular (rv) lead exhibited higher trends in shock impedance measurements, ranging approximately 90 ohms to 138 ohms from review of last year. It was noted that a red alert was triggered on the remote monitoring system approximately a week ago. Technical services discussed possible causes and provided troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.